Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles seen in the clearlink blood administration set. The bubbles were seen along the IV tubing (after the air detector column) while flushing the antibiotic line. The set was being used with a baxtercolleague pump; the pump did not alarm for air. There was patient involvement, but no patient injury or medical intervention associated with this event. No additional information.